Event description:
On august 13, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx 25 mins into the procedure, a "low water level" error message was displayed. The physician continued to pour saline into the cartridge and was able to complete the procedure. It was assumed by the user that the catheter was causing the problem as there was no water loss outside of the pt. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.